Event description:
Pt had removal of breast implants due to bilateral breast muscular contractures with marked displacement of implants. In august 1994, pt had silicone gel implants removed due to possible leakage. These were replaced with mcghan implants containing saline and implanted submuscularly. They were 210 cc size filled with 230 cc and 220 cc of saline, right and left respectively. These were replaced 5/9/97 with the following; mentor contour profile siltex saline filled cat #354-2711, style 2700, size 275-300 cc and filled with 280 cc each.